Event description:
It was reported that pt expired. The cause of death was unk. The device was returned to the MFR prior to donation. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR's report # 3004209178200906048.